Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Per the patient's mother, the child has fallen multiple times. In situ measurements show affected channels. Hearing performance with the device has reportedly not been affected.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re implantation is considered, but no date has been made available yet.

Event description:
As per the mother the child has fallen many times. Patient may be re-implanted in (B)(6) 2017.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of device failure. Reportedly the recipient has fallen over multiple times. Also per device explantation report, the reference electrode was found damaged prior to device removal. This is a final report.

Event description:
User is reported to have fallen over multiple times. The user has been re-implanted. Per device explantation report, the reference electrode was found damaged prior to device removal.